Event description:
An ongoing issue with occlusion alarms was reported. These alarms caused his blood glucose levels to display as "high," with no specific values reported. In response, the customer took corrective injections. Subsequently, the customer reverted to manual dose injection.